Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2020-11378.

Manufacturer narrative:
(B)(4) additional information: the esheath was returned to edwards lifesciences for evaluation. Per the pre-decontamination engineering evaluation, the marker remained attached, however not completely. Additionally, a full circumferential delamination was observed approximately 5¿ in length from the tip. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, post deployment of a 26mm sapien 3 valve in a 90:10 aortic position with mild pvl seen on echo, upon removal the delivery system balloon ruptured and became caught on the esheath, which caused the radiopaque marker to dislodge into the esheath. The operator pulled the entire system out together, however the patient developed an iliac artery dissection which required stenting. Additional information provided indicated the patient ¿crashed¿ after the wire was inserted. The patient's blood pressure was 50/20 and he was given epinephrine. The valve was successfully deployed. Post op echo initially showed mild/moderate pvl but after five minutes it reduced to mild. The patient¿s pvl was expected due to patient¿s bulky/moderate nodule calcification that extended to the lvot. Upon removal of the delivery system, with at least three minutes between deflation and withdrawal, the balloon ruptured as it was being pulled into the esheath. The ruptured balloon then caught on the esheath and dislodged the radiopaque marker into the esheath. Both the delivery system and the esheath were removed without surgical intervention. The patient¿s blood pressure was unstable after deployment and device removal. On tee, the heart appeared ¿empty¿, therefore a total of 4-5 units of blood were transfused. There was also some bleeding noted from the access site, but it was assumed the closure devices were successful. The team had protected from the contralateral side and noticed a dissection in right external iliac extending down to common femoral and a stent was placed. On pod 1 the patient was taken back to surgery for repair of a ruptured aneurysm. Pod 3 the patient had a colectomy, pod#6 back to or for ¿washout¿ and started on crrt for renal failure. As of pod9 the patient remained intubated but was doing ¿ok¿. Neuro function was intact, and the plan was to wean off ventilator support. Note: this case description pertains to the esheath.

Manufacturer narrative:
Section h6 and h10. Section h10: additional observations made during visual inspection of the returned esheath showed the presence of adhesive, a deep scratch at 3" from distal tip, 3/4" in length, no soft tip damage and a minor kink approx. 5¿ from the distal tip. Due to the used condition of the device, no functional testing or dimensional analysis was able to be performed. The complaint was confirmed visually. Imagery of the complaint device and the 3mensio report were provided. Per the 3mensio report, the access vasculature indicated tortuosity and calcification were present. During manufacturing of the esheath, the sheath shaft components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) and a lot history review was unable to be performed as the lot number was not provided. A review of the complaint history from april 2019 to mar 2020 revealed other returned complaints. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. No manufacturing nonconformance were identified during the evaluations. A review of the complaint history revealed that the occurrence rate did not exceed the march 2020 control limit for the trend category of ¿liner delamination.¿ the esheath instructions for use (IFU), the commander IFU, the device preparation training manual and the procedural training manual were reviewed for guidance/instruction involving the esheath and delivery system usage. Per the procedural training manual, ¿if delivery system balloon ruptures or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath)¿. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on visual inspection of the returned device. No manufacturing non-conformances were identified. A review of device history, lot history, complaint history, and manufacturing mitigations provided no indication that a manufacturing nonconformance contributed to the reported events. Review of the IFU and training materials did not reveal any deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. As reported, ¿upon removal the delivery system balloon "got snagged" on the tip of the esheath and pulled off the esheath tip into the body of the esheath. The operator pulled the entire system out together, however the patient suffered an iliac dissection and required stenting¿. Balloon torn can have a larger profile that can catch onto the sheath tip during removal and prevent it from entering the sheath. Excessive force and manipulation would likely be applied to retrieve the caught delivery system, which likely led to delamination of the sheath liner. While a definitive root cause is unable to be determined, available information suggests that procedural factors (excessive force/manipulation due to withdrawal of the balloon burst) may have contributed to the complaint events. No corrective or preventive action is required at this time.